Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and boluses were being delivered.